Manufacturer narrative:
The brakes became unlocked due to worn brake cams, causing the stretcher to roll onto the foot of the nurse. This resulted in a scratch to the nurses foot. No medical intervention was required.

Event description:
It was reported that when moving a patient the brakes became unlocked due to worn brake cams, causing the stretcher to roll onto the foot of the nurse. This resulted in a scratch to the nurses foot. No medical intervention was required.

Event description:
It was reported that when moving a patient the brakes became unlocked causing the stretcher to roll onto the foot of the nurse. It was reported that the nurse was evaluated for an alleged injury after the event however further information was not provided.

Manufacturer narrative:
The customer repaired the unit. Device was not available for evaluation.